Event description:
Device report 1 of 2. Reference MFR report: 1627487-2012-09867. It was reported the pt was not able to increase amplitude. The pt underwent surgical intervention to explant and replace the ipg with a different model. During the procedure, the system lead tail broke. The physician attached the implanted part of the lead tail in the usable ports on the replaced ipg. Pt reported effective coverage post-operative. However, the pt is working with his neurosurgeon for a lead revision. Surgical intervention is pending.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.